Manufacturer narrative:
The following sections could not be completed with the limited information provided. Age at time of event - na. Date of birth - na. Patient sex - na. Patient weight - na. Expiration date - na. Date implanted - na. Date explanted - na.

Event description:
It was reported a tibial articular surface provisional fractured. No patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that it exhibit signs of repeated use and have fractured on the medial side of the post. All pieces were returned. Device history record was reviewed and no discrepancies were found. The provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.